Manufacturer narrative:
The patient weight was not provided. The serial number was requested but was not provided. The date of implant is estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted in (B)(6) 2017 for a gi bleed presumed secondary to a gastric ulcer for which the patient was placed on a proton pump inhibitor. Shortly thereafter, the patient developed acute kidney injury and presented for a kidney biopsy, which showed acute interstitial necrosis and focal segmental glomerulonephritis. The biopsy was complicated by a retroperitoneal bleed treated ultimately with ir embolization of the bleeding subsegmental branch. This led to worsening renal function treated by continuous veno-venous hemodialysis for 72 hours. During this admission, the patient was found to have an incidental finding of candida parapsilosis fungemia with an associated small vegetation found on the right atrial lead of the pacemaker. The patient was started on antifungal treatment with subsequent removal of the pacemaker and was maintained on oral antifungals at the time of discharge. On (B)(6) 2017, the patient had routine labs drawn resulting in abnormal creatinine of 2.9. The patient had labs rechecked on (B)(6) 2017, which showed creatinine increased to 3.65. The patient was admitted for further care. The patient has had persistently positive blood cultures for candida parapsilosis despite ongoing anti-fungal therapy and suppressive steroid therapy. The physician believes the lvad is infected and the most likely source of the persistent infection due to the formation of a biofilm around the device and its components. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A specific cause of the reported driveline infection could not be conclusively determined. Infection, bleeding and renal failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate ii lvas. The manufacturer is closing the file on this event.